Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "power failure". He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a power failure. The iabp shutdown while on battery power. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
E1 (event site telephone: (B)(6).